Manufacturer narrative:
The issue was investigated in detail. The investigation of the log files confirmed one system movement at the time of the event. However, it cannot be determined whether the movement was triggered by the operator or not. During trouble shooting at the concerned customer site the joystick was found to be out of adjustment, which caused the described issue. As a result the joystick was readjusted by local service according to the service documentation (see axd3-500.841.01.09; page 185). No further occurrences are known from this site since readjustment of the joystick. Any uncontrolled or unintended system movement can be stopped by activating the system emergency stop button.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. A supplement report will be filed upon completion of the investigation. Customer's address: (B)(6).

Event description:
It was reported that during a patient procedure the table of the axiom luminos drf started moving without given commands. The table tilted to -40 degrees twice during the same procedure. There are no injuries attributed to this event. The reported incident occurred in (B)(6).